Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor gear box jammed. We were unable to verify prime alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to constant motor error alarm. No unexpected pump shutting off or reset anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump kept shutting off. Insulin was squirting out during the manual prime process. Customer's blood glucose level was 406 mg/dl. The customer corrected his blood glucose level with a syringe. Insulin continued to drip after the motor stopped during the manual prime process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.